Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Associated devices: 1806-6173 conical extractor, male, left hand implant extraction set 5 mm lot# k402389; 1806-6172 conical extractor, male, left hand implant extraction set 4 mm lot# k954836.

Event description:
The sales rep, reported that when the surgeon tried to connect the conical extractor onto the teardrop handle, the devices jammed to each other and could not be removed. The sales rep added that the customer put the devices in a vice to try and separate them but they were unable to do so. The sales rep reported that this did occur during surgery and that another kit was required to complete the procedure. No adverse consequences were reported. Two handles are being returned under this per, both of which remain fixed onto conical extractors. The sales rep confirmed that there was no delay to surgery, as a replacement device became available almost immediately.